Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer about a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient's balance was always bad but they noticed a distinct difference in their walking; they had trouble walking and it seemed like he was toe-stepping. It was a sudden change that occurred 3 days prior to report. They had their routine neuro check 2 or 3 weeks prior to report and he was improved at that time. Additional information received from the health care professional (hcp) reported the patient no longer had the walking trouble that was described. It disappeared with medication adjustment.